Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was noted on an unknown date that the instrument falls apart constantly. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The performed investigation shows that the instrument arrived in a dismantled condition. The exact cause of the damage could not be determined. Marks were noticed on the pivoted lever as well as on handle head which indicate a direct impact which took place. In this context we refer to our operation technique, which states that direct strokes should be avoided. No product fault could be detected. Placeholder.